Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2003 the patient presented with the following diagnoses: 1. Lumbar disc herniation at l5-s1. 2. Lumbar disc disease, l5-s 1. 3. Right s1 radiculitis. 4. Left s1 radiculopathy. The patient underwent the following procedures: 1. Lumbar exploration. 2. Nonsegmental pedicle fixation, l5 and s1 with polyaxial screws and short rods. 3. Lumbar foraminotomy. 4. Lumbar discectomy left side. 5. Posterior lumbar interbody fusion. 6. Posterior fusion l5-s1. 7. Grafting with rhbmp-2 bone graft. Per op notes: the patient had a 9 mm x 11 mm x 25 mm trapezoidal carbon fiber cage selected, rhbmp-2 on sponges, packed in the cage. One sponge was packed anterior and contralateral and one sponge was packed anterior and ipsilateral. The carbon fiber cage was placed into position. The instrumentation was secured. It was compressed, securing the cage with good lordosis on the disc space. The morcellized bone graft from the facet joint was then used to pack the defect in the disc posteriorly. There was good decompression of the neural foramen and of the s 1 nerve around the pedicle. The patient had good hemostasis obtained. The patient then had half a sponge placed into the facet joint on the contralateral side. This was supplemented with graft. Patient alleges unspecified injury due to the use of rhbmp-2.